Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The following attributes were examined: a visual examination of the balloon identified no damages. No issues identified with the hypotube shaft. No kinks or damages noted on the shaft polymer extrusion. For microscope inspection, a detailed microscopic examination of the balloon material identified a pinhole leak located 1mm proximal form the distal marker band. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal marker bands identified no damage. Functional testing revealed a leak was located 1mm proximal form the distal marker band.

Event description:
It was reported that a balloon rupture occurred. About 8 years ago at different facility, an unknown stent was implanted. The 75% stenosed target lesion was located in the non-tortuous proximal right coronary artery. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured during the initial inflation. The device was simply removed, and the procedure was completed with another of different size wolverine balloon. There were no patient complications reported.

Event description:
It was reported that a balloon rupture occurred. About 8 years ago at different facility, an unknown stent was implanted. The 75% stenosed target lesion was located in the non-tortuous proximal right coronary artery. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured during the initial inflation. The device was simply removed, and the procedure was completed with another of different size wolverine balloon. There were no patient complications reported.